Manufacturer narrative:
H3: the power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned power tray. When installed in a known good system, the system failed to fully boot. The power tray was faulty. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000195, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that individual charger cards were not receiving 48vdc. The ias power tray was replaced and the issue resolved. The system passed the system checkout and was found to be fully functional. The power tray has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system had a "software version mismatch, firmware version incorrect" error message on the pendant upon boot up. It was noted that the site had tried rebooting five times while interconnect cable was connected without resolution. A manufacturing representative (rep) cycled the system again with the interconnect cable disconnected. And booted both systems individually. Once the image acquisition system (ias) pendant booted into standalone mode the interconnect cable was connected, but the mismatch error was still present. Imaging was aborted and the procedure was completed without navigation. There was a less than hour surgical delay and no impact on patient outcome.